Event description:
The customer stated that the cell-dyn 3200 analyzer generated a platelet result of 458 k/ul for a patient sample that was retested using an alternate hematology method which generated a platelet result of 1100 k/ul. The customer could not specify the alternate method. The customer is not sure which result is correct for the patient. The customer did not report the cell-dyn result to the physician. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The cell-dyn 3200 data for this patient sample was reviewed. The sample results had some suspect population/parameter flags such as rbc morphology. The sample had interfering substances and conditions which may have interfered with the results. The cell-dyn 3200 instrument was not properly and routinely maintained for optimum performance. Preventive maintenance service was performed more than 2 years ago ( beginning of 2011). The possibility of inadequate instrument maintenance contributing to the discrepant platelet result cannot be eliminated. Correlation of the cell-dyn 3200 with a non-abbott analyzer involves different variable factors such as different technologies, different reagents, and different calibration setting. Correlation studies performed for the cell-dyn 3200 were not done with a non- abbott product; therefore, there is no non-abbott product correlation claim. The incident may have been caused by a pathological sample containing interfering substances and conditions, and use of a non-optimized cell-dyn 3200 analyzer. Based on the investigation which included review of submitted data, product historical data, and product labeling, there was no product deficiency identified.